Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was no damage to the shipping carton; however, there was one broken bottle inside the carton. The reported condition was verified. The cause of the reported condition could not be determined; however, it appeared the bottle was damaged during the shipping/delivery process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml evacuated container was broken within the shipping container. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.